Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was not returned to zoll medical corporation for evaluation; however, clinical data file was provided for review. Reviewed of the data file observed analysis 6, 7, and 8 all resulted in a no shock advised determination. Analysis 6 was classified as non-shockable due to the presence of organized ventricular activity and absence of ventricular fibrillation. Analysis 7 and 8 were consistent with ventricular tachycardia; however, the detected heart rates 125-136 bpm were below the programmed shock advisor threshold of 150 bpm and were therefore appropriately classified as non-shockable rhythms. Review of the event data confirmed the device operated as designed and no malfunction was identified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.